Manufacturer narrative:
A review of the device's serial number history did not identify any similar complaints. The failure mode was confirmed and determined to be due to an out-of-calibration condition. The issue was resolved by recalibrating the 8 psi calibration value from 335 to 349 and the 30 psi calibration value from 237 to 254. Following recalibration, the device passed the 4 psi and 30 psi occlusion tests. The probable cause was determined to be an out-of-calibration condition. A CAPA- was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at mckesson, the infusion pump failed the 8 psi and 30 psi occlusion tests; the failing values were not reported. No patient involvement was reported.